Manufacturer narrative:
The insulin pump was received with depleted duracell alkaline battery installed. The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and self test. The insulin pump communicated properly with the glucose sensor simulator and the minilink transmitter. The low alarm, high alarm and threshold suspend alarm functions properly. The insulin pump had minor scratched display window and cracked reservoir tube lip. Data analysis: the download history file lists data from (B)(6) 2015. There was no data listed for (B)(6) 2015.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home. The official cause of death was diabetes and variable vascular accident. The caller stated that the customer was having issues with the sensor versus blood glucose values; at times it was 50 or 60 points off. The customer had set the insulin pump to alarm when his blood glucose went below 100 mg/dl. However, the device would not alarm because, even if his blood glucose was low the sensor reading would be high. The sg value showed 160 mg/dl but his blood glucose was 60 mg/dl. The customer had been having low blood glucose for the last few weeks. He started using sensors six weeks prior to death. The customer had a few strokes; the last one was on (B)(6) /2013. He was in stage kidney was seeing a doctor. He had an amputated toe in 2013. The last recoded blood glucose was 67 mg/dl on (B)(6) 2015 at 18:27. The customer was wearing the insulin pump and a sensor at the time of death. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.